Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an MRI performed; however, the mass could not be seen and at that point the doctors were not sure what it was. The patient was told that the mass was supposed to have been removed yesterday in addition to another procedure, but when recovering, the patient turned on the site, felt the mass, noted that the mass was not removed, and was sent home with staples in her. Additional information received reported that the patient had an appointment with her doctor to drain her original implant site because it had some fluid buildup. It was noted that they drained it previously, but it was swollen again and needed to be drained. Additional review indicates that the following information that was reported in relation to this file pertains to mfg. Report. No. 3004209178-2013-00095 : ¿follow up information received reported that the implantable neurostimulator (ins) was not implanted deep enough. The patient's physician discussed the option of placing the ins deeper but no appointment had been set. If additional information is received, a follow up report will be sent.¿

Event description:
Follow up information received reported that the implantable neurostimulator (ins) was not implanted deep enough. The patient's phsyician discussed the option of placing the ins deeper but no appointment had been set. If additional information is received, a follow up report will be sent. See manufacturer's report # 3004209178-2013-00095 for other patient/device issues

Event description:
It was reported that 6 months after the patient's implantable neurostimulator (ins) was moved from the 'bra line area' on her back to her lower back / upper buttock area the patient developed a 'grapefruit sized mass' where the ins was removed from. The ins was moved in (B)(4) 2012. The patient was going to have a procedure a month after the date of this report to have the mass removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37743, serial# (B)(4) product type programmer, patient; product ID 37083-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3550-02, lot# n245344, implanted: (B)(6) 2011, product type accessory; product ID 3487a, lot# l57984, implanted: (B)(6) 1999, product type lead; (B)(4).